Event description:
It was reported that on (B)(6) 2024, a 23mm, a navitor with radiopaque markers was selected for an implant using a small flexnav delivery system. During the procedure, a pre-bav was performed. Due to extreme short membranous septum, less than 2mm, the patient went to complete heart block after deployment of 23mm navitor valve with a final implant depth of 3mm, leading to a permanent pacemaker implant after the procedure. The patient is stable.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported occurred.